Event description:
It was reported that a minimum fill notification occurred after the user over filled the cartridge with insulin during the load sequence. Due to overfilling the cartridge burst. There was no reported adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.